Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed the motor arm cannot communicate with the main arm, hardware low level failures and the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that pump alarmed during selftest. The customer was guided with steps to resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating, basic occlusion, occlusion, force sensor and displacement test. However, pump error 4 and 15 alarm found in the pump history due to software error. Pump error 4 alarm and pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.